Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was pain. The patient already saw the healthcare professional (hcp) and received pain medication. The patient also had a fall against wall, but was not sure if it aggravated the situation as the patient mentioned she had the pain since implant. The patient saw the hcp prior to the fall and was directed to see a manufacturing representative (rep) for reprogramming and discuss options for determining if stimulation affected the reported pain. The pain was from the hip to the implantable neurostimulator (ins) site. The change in therapy/symptoms was considered sudden. The initial pain at hip to ins site started since implant, on (B)(6) 2016, and it was really bad last night on (B)(6) 2016. It started the day of implant and sometimes it was really bad. It was mentioned that the patient had interstitial cystitis (ic) and fibromyalgia. It was also mentioned that the patient had loss of therapeutic effect, return of symptoms, and fell again on the wall on the side of implant. These issues occurred on (B)(6) 2016. They saw the hcp on (B)(6) 2016 and hadn't mentioned the fall since it occurred after the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.